Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 451 mg/dl. The customer was treated with the manual injection. Troubleshooting was performed for high blood glucose. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The drive support appeared to be normal. The product will not be returned for analysis.